Manufacturer narrative:
The reporter informed the company that he/she was unwilling to return.

Event description:
Case description: consumer called stating that the replacement brush head has been loose from the time he/she attached it to the main unit; the replacement brush head comes off in the mouth while he/she was brushing his/her teeth. No injury was reported.follow-up: consumer reported when he/she tried to attach the brush head to the main unit, it did not click in.